Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen). Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; customer stated that has not nausea but customer feels the same; customer believes is unrelated to diabetes; customer has other medical condition. Customer tested on the phone call and obtained results of 170mg/dl; customer is agreed with the results since this is an expected result nonfasting.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 84 to 143mg/dl. The customer is feeling dizzy at this time customer believes it is not related to the diabetes. Customer states that has multiple sclerosis and that may be feeling dizzy due to multiple sclerosis diseases. Customer advices to seek medical attention, customer declined and stated that has a preschedule orthopedic doctor's appointment and it will comment about it. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): 167mg/dl (B)(6) 2016 12:01 pm fasting: yes; 164mg/dl (B)(6) 2016 09:18 am fasting: yes; 181mg/dl (B)(6) 2016 09:17 am fasting: yes; 239mg/dl (B)(6) 2016 07:07 pm fasting: no; 289mg/dl (B)(6) 2016 07:05 pm fasting: no. Customer advice of the product proper storage environmental conditions.

Manufacturer narrative:
(B)(4). Product has not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; customer stated that has not nausea but customer feels the same; customer believes is unrelated to diabetes; customer has other medical condition. Customer tested on the phone call and obtained results of 170mg/dl; customer is agreed with the results since this is an expected result nonfasting.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 84 to 143mg/dl. The customer is feeling dizzy at this time customer believes it is not related to the diabetes. Customer states that has multiple sclerosis and that may be feeling dizzy due to multiple sclerosis diseases. Customer advices to seek medical attention,customer declined and stated that has a reschedule orthopedic doctor's appointment and it will comment about it. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer advice of the product proper storage environmental conditions.